Manufacturer narrative:
Additional information received indicates that the patient's intracranial hemorrhage occurred on (B)(6) 2016. A head computerized tomography (CT) scan revealed a large intraparenchymal hemorrhage. Given these findings, the site felt that it was too late to intervene and/or treat the patient. The patient subsequently expired on (B)(6) 2016 with the cause of death identified as the intracranial hemorrhage. An autopsy was not performed and the pump was not explanted post-mortem. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Death and stroke are known potential complications that may be associated with use of this product and in all patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed an intracranial hemorrhage (ich) and expired at home. The patient's medical team reported that the death was not related to the vad device. No further information was provided.